Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the lesion had mild tortuousity, mild calcification, and a 100% stenosis. After direct-stenting, the 4.0 x 13 mm powersail balloon catheter was used for post-dilatation. However, the balloon ruptured as pressure was increased from 6 atm to 8 atm when inflated for the first time. The rupture was a pin-hole rupture. Thus, post-dilatation was completed with a 4.0 x 15 mm powersail balloon catheter. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, interaction with other devices, patient anatomy, lesion calcification, or lesion tortuosity. It was reported that the lesion was mildly tortuous and mildly calcified, which could have contributed to the balloon rupture. Interaction of the balloon material with the previously deployed stent could have also contributed to the balloon rupture. However, without a returned device for analysis, a definite root cause for the balloon rupture cannot be determined.